Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of system error code 800.8000 displayed on the pcu was confirmed by bd software engineering to be due to a software bug. The system event, error and battery logs were provided to bd software engineering for analysis to determine the possible source of the 800.8000 (general os failure). Bd software engineering concluded that ¿the issue is caused by a software bug, tracker 17872¿. This issue has been solved for versions 12.3 and later. The pca module was attached to the suspect pcu and a similar infusion to the one running during the time of the event was programmed and started. The pca dose request button was continuously pressed while the dose only infusion was running. The system error was not reproduced. Review of the suspect pcu error log identified 12 system errors 800.8000 on 25sep2025 at 10:17 pm. A review of the suspect pcu event log showed that on 25sep2025 from 10:09 pm to 10:17 pm, the user pressed the pca dose request button 15 times. After the last press, the dose infusion started and immediately a system error (800.8000) was displayed on the pcu screen. The bd alaris user manual v12.3.2 has information for the user regarding system errors; a system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose, or vtbi. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of a system error was confirmed by bd software engineering to be due to a software bug. This issue has been solved for software versions 12.3 and newer. Note that this report lists imdrf annex a040502, c0601, d0302, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "it was reported a system error occurred during an infusion. At the time, the clinician was using a pcu, patient controlled analgesia (pca) pump module, and large volume pump module. Following the system error, the clinician was unable to navigate the display screen on the pcu to note the total pca dose when the system error occurred. As noted by the clinician, when they face a pcu system error, the only option is to turn the system off. As a result, the pca log/history was ¿reset¿ to 0, which was not accurate". There was patient involvement but no harm. Additional information was provided during follow up with the customer. There was no error code noticed by the clinician. The device required reprogramming to resume operation. Hydromorphone 30mg/30ml was infusing at the time of the event. On (B)(6) 2026, additional information was provided that stated the following: "a system error occurred (B)(6) at 10:17pm during an infusion of hydromorphine (30mg/30ml) using a bd alaris pca syringe module. At the time, the clinician was using a bd alaris pcu (model no. 8015, s/n (B)(6)), with a pca module (model no. 8120, s/n (B)(6)), and an lvp module (model no. 8100, s/n (B)(6)). Following the system error, the clinician was unable to navigate the display screen on the pcu to note the total pca dose when the system error occurred. The clinician noticed no error code. The pca device emitted a loud alarm and displayed red flashing for several seconds before shutting down. The device required reprogramming to resume operation. Bd¿s tip sheet highlights to staff record ¿current rate, dose, and vtbi,¿ prior to shutting down the pcu but the tip sheet does not include guidance on the total pca dose used. As noted by the clinician, when they face a pcu system error, the only option is to turn the system off. As a result, the pca log/history was ¿reset¿.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a system error occurred during an infusion. At the time, the clinician was using a pcu, patient controlled analgesia (pca) pump module, and large volume pump module. Following the system error, the clinician was unable to navigate the display screen on the pcu to note the total pca dose when the system error occurred. As noted by the clinician, when they face a pcu system error, the only option is to turn the system off. As a result, the pca log/history was ¿reset¿ to 0, which was not accurate. There was patient involvement but no harm. Additional information was provided during follow up with the customer. There was no error code noticed by the clinician. The device required reprogramming to resume operation. Hydromorphone 30mg/30ml was infusing at the time of the event.